Event description:
The complainant reported that during the therapeutic egd procedure on a patient, a black piece from the cre catheter apparanently became dislodged and was retained in the pentax model 2930 scope. At the conclusion of the procedure, the clinicians were unaware that a black piece of the catheter remained in the scope. Please reference attached medwatch report 6000122-2005-00008, which documents the first pt procedure. It was reported that a brush was then used to clean the scope following the procedure. At the conclusion of the third patient procedure using this same pentax model 2930 scope, the black piece from the cre catheter used on the first patient became dislodged from the scope and was deposited in this third patient's stomach. After the discovery of the plastic piece, that was deposited in the third patient, the clinicians retrieved the balloon used on the first patient, and noticed that there was a piece missing from the cre catheter. The patient involved in the first procedure was then tested for any infectious disease. In addition, the second and third patients were also tested for any infectious disease. There has been no indication from the complaintant that any infectious disease was identified in any of the three patients involved in this event.